Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the broken aligner was caused by a manufacturing defective. This event is being filed as a MDR since the patient reported to choke on the pieces of the broken aligner.

Event description:
The patient reported the following: step 12 broke and almost choked, ate 3 pieces of aligner and will have his doctor check on him. He said the aligner material is poorly made and will file a complaint with the dda.. Patient also reported the following: poorly made aligners, the patient grinds a lot and the aligners are not made according to him. For a person with that issue because the material wont last.